Event description:
I had a total right hip replacement on (B)(6) 2008. I received the depuy total hip system pinnacle 100 acetabular cup sz mm 56. I started having groin pain radiating into my thigh and up in my buttock in (B)(6) 2010. Blood tests showed I had metal-on-metal synovitis due to failure of this product. I had a right hip revision on (B)(6) 2011 requiring add'l hospitalization and physical therapy. Dates of use: (B)(6) 2008-(B)(6) 2011. Reason for use: right hip osteoarthrosis. Physical therapy: (B)(6) 2011.